Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings on the device. Malposition: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. White particles observed the inside the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side deflation and "right side much higher than the left". Device has been explanted.

Event description:
Healthcare professional reported a right side deflation and "right side much higher than the left". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for re-operation: deflation.